Manufacturer narrative:
The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) - the lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 40mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim programmable valve (ID 823100) was implanted in a patient due to snph (secondary normal pressure hydrocephalus) via ventricular peritoneal shunt on (B)(6) 2004 with 80mmh2o. The hydrocephalus worsened on (B)(6) 2021 and the pressure setting was lowered to 60 mmh2o and 40 mmh2o, but the symptoms did not improve. On (B)(6) 2021 the valve was removed and replaced, and the patient symptoms improved. The valve failure is unknown.